Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was under and over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incidents. The customer reported getting highs and lows and sensor glucose versus blood glucose differences. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the sensor glucose versus blood glucose event. The customer uses food to treat the lows and manual injections for the highs. Troubleshooting was not completed. The insulin pump will not be returned for analysis.